Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt ECG "c" cable was not recognizing due to a pinched lead 1- wire. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the damaged belt.